Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient wanted to check his implantable neurostimulator (ins) as his hands have been shaking for a day or two. The patient also reported that he was slow because he had a fall about two weeks ago and had damaged his left arm. The patient programmer was used to interrogate the ins and it was discovered that the stimulation was off. The patient confirmed that he could turn stimulation back on with out issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.